Event description:
An (B)(4) was placed in tooth location #14 and restored with a customized restoration using a screw abutment (B)(4). According to the report from the doctor, the screw retained crown came loose and over time caused the implant to become loose thus necessitating its removal. Screw loosening is a known risk with dental implant systems and micro-movement is known to lead to loss of integration. The implant was removed and will be replace in 4 months.